Event description:
A customer obtained non-reproducible, higher than expected vitros trop I es results while performing vitros tropi precision testing on a vitros eci system using a known troponin I free sample. Two falsely elevated results of 0.138 and 0.020 ng/ml compared to the expected result of <0.012 ng/ml were obtained. No patient sample results were affected, and no erroneous patient results were reported from the laboratory. However, biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected on patient samples. There was no allegation of patient harm. (B)(4).

Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros trop I es results were obtained while using the vitros eci system. Investigation concluded an instrument issue was the most likely assignable cause. Vitros tropi es precision testing was performed which demonstrated the vitros eciq system was not performing optimally. An ocd field engineer performed service actions on multiple analyzer subsystems to optimize the system's performance. Following these actions, the system performance was verified by performing a successful vitros tropi es precision test.